Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. Trending analysis by lot number was reviewed from 06/27/2016 to 11/04/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The single cyclesure® 24 bi was returned for visual inspection. There was no media remaining in the vial to confirm the presence of growth. Therefore, the positive bi result cannot be confirmed. There were no punctures on the plastic vial or tyvek® liner which could cause a false positive from external contamination. No manufacturing related anomalies observed. Retains testing was not performed as there is sufficient information to conclude user error was the cause. The assignable cause is likely due to user error. The customer confirmed there was reduced media/leakage observed immediately after processing. This indicates the ampoule broke during processing. Per the instructions for use, if a broken ampule is found after processing, a subsequent load with another sterrad cyclesure 24 should be processed again. A customer education letter was sent regarding the event. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct catalog number is 14324-97. (B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.